Event description:
Customer reported system intermittently locks up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos, rtos, and system interface pcbs. System operates as intended.